Manufacturer narrative:
(B)(4). Batch #m91g4j. The device was received with the top of the I-blade upper tip broken off not returned and with the upper jaw detached and it was returned with the device returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the top jaw completely detached from the device? -yes, the jaw was completely detached. Did the detached jaw fall into the patient? -yes the jaw fell into the patient. Did the retrieval of the broken jaw cause a change in the plan of care for the patient? -no, the jaw did not cause plan of care. Is the detached jaw being returned with the device or was it discarded? -yes, the device and jaw are being sent back together in the same package. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the doctor was using the device to take down a number of dense adhesions. As he continued to use the enseal on a thick bundle of tissue, he activated the energy and initialed iblade advancement. Shortly after, the jaws broke and split, causing the clamp arm to become detached from the origins position. After firing, he realized that there was a piece of mesh with the tissue bundle. Case completed with another device. There were no patient consequences reported.